Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would display spo2; and then suddenly stop displaying it, appearing as if no cable was plugged in. There were no error messages on the bsm when this occured. They replaced the finger probe and the trunk cable, but the issue follows this bsm. Service requested / performed: evaluation / repair. Investigation summary: nk repair center could not duplicate the issue of intermittent spo2 readings. As such root cause cannot be determined. It is likely that the customer was using a defective spo2 cable at the time of the incident. The spo2 cable was not returned with the bsm for evaluation. Cable damage is likely the cause of intermittent readings as the customer reported they had not tested with a different cable or probes. The device was returned to the customer. No further issues were reported and this issue had not recurred with the reported device. The issue is most likely resolved.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would display spo2; and then suddenly stop displaying it, appearing as if no cable was plugged in. There were no error messages on the bsm when this occured.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will display spo2, and then all of a sudden, it will stop displaying as if there is no cable plugged in. There are no error messages on the bsm when this occurs. They replaced the finger probe and the trunk cable, but the issue follows this bsm. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will display spo2, and then all of a sudden, it will stop displaying as if there is no cable plugged in. There are no error messages on the bsm when this occurs. They replaced the finger probe, and the trunk cable, but the issue follows this bsm. No patient harm reported.